Event description:
The customer reported a leak at the baths of a coulter ac-t diff 2 analyzer during system startup. The customer indicated the baths were overflowing. The volume of the leak was approximately twenty to thirty milliliters and was not contained within the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included gloves. There was no biohazard exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility. It is unknown as to whether material safety data sheets were reviewed.

Manufacturer narrative:
Service was not dispatched to the site for this event. The customer performed instrument troubleshooting and later cancelled the service call stating that after resetting the system the baths were drained and the instrument was working properly. The customer did not specify what caused the baths to overflow. Though no erroneous results were generated for this event, overflowing baths, upon recurrence, have the potential to cause discrepant results. (B)(4).